Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the distal left circumflex artery. A 16 x 2.50 promus premier stent was selected to treat the lesion. During introduction when the physician inserted the device into the patient the stent got dislodged. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR.; a visual examination of the crimped stent found stent struts along almost the entire length of the stent were distorted, stretched and lifted upwards from the stent profile. Two rows at the proximal end were not damaged. The stent protector was not received with the device for analysis. The specified stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).